Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not detect the filled cartridge. The reporter indicated that the pump dispensed all of the insulin during the load cartridge step. The patient reportedly tried a second cartridge and the pump dispensed about 80 units. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the complaint of the pump not detecting a filled cartridge. A bad force sensor calibration (low) was found; an intermittent force sensor connection, damaged force sensor plate and spoke shim were also found. Contamination around the force sensor and a high resistance force sensor were found. An "ezprime" operation was performed and during the "load" step, pump pushed all the fluid out of the cartridge - verified "no cartridge detected" warning. The pump fails force sensor calibration check (low). There are no alarms related to the complaint in the alarm history. Review of the black box shows no loss of prime warnings associated with zero force or "no cartridge detected" warnings. There are loss of prime warnings associated with "empty cartridge" alarms and non-zero low force. Pump was opened after testing and a crooked old display was observed. The force sensor flex pins are partially dislodged from the printed circuit board sockets. A damaged force sensor plate was also observed. The force sensor was removed and contamination around the force sensor spoke shim was observed along with a damaged spoke shim. The force sensor fails resistance specification (high)